Event description:
Report received from the USA stating that the device was "getting hot" during a labyrinthectomy surgery. There was no delay in surgery as another emax2 motor was available. There were no injuries or medical intervention reported. There was no prolonged hospitalization required. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent.